Event description:
It was reported that "when you move the pedal the c-bow goes down without pressing the down command". No injury reported. It was determined that the footswitch needed to be replaced.